Event description:
Device 2 of 2. Reference MFR report: 1627487-2012-10025. The patient received the scs system on (B)(6) 2011, which included two leads from different lots. It was reported effective coverage was unattainable postoperatively. The patient reported feeling stimulation in her stomach and upper back region. The physician elected to return the patient to the operating room where he revised the location of both leads. The patient was seen on (B)(6) 2011 for programming; but, effective stimulation was still not achieved. The physician then recommended the patient turn stimulation off for 10 days and return for reprogramming; however, this did not resolve the issue. The patient has been referred to a neurologist for consultation. No further information is available at this time.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.